Manufacturer narrative:
Evaluation summary: it was caused due to a condensation in the lens unit. In addition, we confirmed that the air/water nozzle deformed, the light guide cable buckled, and the suction channel buckled ; however, these are not related to the alleged complaint. We received the defect and conducted the following investigation and repair. Observations: air/water nozzle deformed, light guide cable buckled, suction channel buckled. Repair replaced the air/water nozzle, angle wire, bending rubber, distal body, light guide cable, suction channel. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured during inspection. There was no report of patient harm. There are dots in the image.